Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000069696.

Event description:
It was reported that one of the patient's leads had high impedances and lost effective therapy. Surgical intervention was undertaken wherein the lead was explanted and replaced, restoring effective therapy.